Event description:
It was reported that the patient presented for a routine check in clinic. All parameters were within the normal range though capture was on the higher end, pacing impedance was lower and high ventricular rate episodes showing brief noise signals causing oversensing were observed on the right ventricular (rv) lead. The riata rv lead is on advisory. Programming changes were made to enable secure sense algorithm. The patient was to be followed via routine visits in clinic. The patient was asymptomatic before, during and after the visit in clinic.